Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation review: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years post filter deployment the patient presented with history of abdominal pain, computed tomography revealed an inferior vena cava filter was in place and some of the struts had penetrated the medial wall of the inferior vena cava. Therefore the investigation is inconclusive for the reported perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 03/2013.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and pre operated for hiatal hernia repair and valve replacement surgery with history of deep vein thrombosis. At some time post filter deployment, it was alleged that the multiple filter struts perforated the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.